Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, black fluid came out of the shaver and into the patient's shoulder. It was completely aspirated and no fluid was left inside the patient. There is no report provided regarding procedural delay.

Manufacturer narrative:
Device investigation narrative - a motor drive unit, part number 7205355s, was received on march 25, 2016 and confirmed to be serial number (B)(4). A concomitant blade reported to be an acromionizer, part number 7205327, of unknown lot was also received. A visual evaluation was performed and identified that the concomitant blade was not a smith & nephew product and thus not approved for use with the motor drive unit. A black residue was observed around the blade and sheath. No evidence of a black residue was observed on the motor drive unit before and following testing at 500 and 5000 rpms with an approved smith & nephew blade. The root cause of this event could not be determined with confidence but appears to be related to the use of a blade which is not manufactured by smith & nephew and thus not qualified to be compatible with the motor drive unit and rotations speeds this motor will produce. Please ensure that only compatible smith & nephew products are used with the motor drive unit.

Event description:
Additional information indicates that there was a reported 10 minute delay in the procedure to allow for aspiration of the joint space. It was reported that the user was using an acromionizer blade with the smith & nephew motor drive unit. The acromionizer blade is not a smith & nephew device and the mdu has not been designed to work with non-smith & nephew blades. This may have contributed to the associated event.